Event description:
Device 1 of 2. Reference MFR report #1627487-2017-01611. Follow-up information indicated surgical intervention was undertaken and the patient's system was explanted and replaced. Postoperatively, the patient reported receiving effective therapy and the issue is reportedly resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-01611. It was reported the patient feels sharp pains and a pulling sensation at the ipg which also runs up the lead site since (B)(6) 2016. X-rays revealed the leads have partially pulled out of the ipg. Surgical intervention may take place to address the issue.